Event description:
A sample returned for evaluation was observed to be occluded within the distal connector piece. No further information was provided.

Manufacturer narrative:
H11: Section A through F - The information provided by BD represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD. The complaint of occluded NXT connector is confirmed and was determined to be use-related.One Groshong NXT connector assembly was returned for evaluation.An initial visual observation revealed the Groshong connector was assembled with a short segment of a Groshong catheter and use residue was observed. A functional test of flushing the Groshong connector with water using a 12 mL syringe revealed the connector assembly was occluded likely within the distal piece. The distal connector piece was then dissected for inspection and the compression sleeve was observed to be advanced into the narrower section of the distal piece. The compression sleeve was measured and found to be 0.497 cm long, which is within the specification of .483 CM ± 0.05 cm. Additionally, the proximal end of the catheter within the distal piece appeared to be bulged and not sitting within the compression sleeve properly. These features suggest the observed occlusion was likely caused due to poor assembly of the device.This complaint will be recorded for future trending and monitoring purposes.